Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint cannot be confirmed and a root cause cannot be determined. A review of the device history record and complaint database could not be performed as a lot number was not provided. If the device is returned at a later date, the complaint will be reopened and a complete investigation will be performed.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during the mapping in the left atrium, the guidewire got stuck in the right pulmonary vein and there was difficulty in retracting it. The entire system (catheter + guidewire) was taken out of the patient and the presence of tissue stuck between the tip of the catheter and the guidewire itself was present. The angiogram was performed and a stagnation of contrast was noted around the right pulmonary vein. For this reason it was decided to interrupt the procedure and reschedule it.